Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected thrapy time was completed, it was observed that medication remained within the device that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between october 25-26, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results showed that the flow rates were within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.